Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board, cross arm brake, fluoro functions board, back plane bracket and video controller. The system operates as intended. The hand controller was placed on order to correct an intermittent problem.